Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation is complete. A visual inspection was performed with no issues noted. Underwater pressure testing and functional testing were performed, and the device was found to operate per specification with no leaks noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from the end of the cap of an extension set during priming. There was no patient involvement. No additional information is available.